Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a surgery for gallbladder, the surgeon was able to squeeze the handle but the stapler did not close completely. The surgical time was extended but not more than 30 minutes. There was no patient injury.